Event description:
It was reported a nurse received an electric shock while unplugging the bed from the wall. She went to the emergency room (ER) as a precaution; no further information is available at this time regarding any treatment the nurse may have received.

Manufacturer narrative:
It was identified that the end of the power cord was removed (missing power prong) by the time the field service representative arrived on-site resulting in the power cord being unable to provide power to the bed. It was concluded that the power cord or power prong was most likely broken/damaged prior to the alleged event, however this was unable to be confirmed due to the end of the power cord being removed prior to evaluation. It was reported that the nurse involved in the alleged injury had allegedly gone to the ER as a result of the shock per procedure.

Event description:
It was reported a nurse received an electric shock while unplugging the bed from the wall. She went to the ER as a precaution.